Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that error 0810 generated and it was attributed to the main printed circuit board being out of specification in an electrical manner. It was additionally noted that both output connectors were broken, the battery drawer was sticking (lower case), that both output connector nuts were discolored and the hanger screw was contaminated. All found defective parts were replaced and all other identified issues were resolved and the device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) exhibited an error code. The epg was returned for service. No patient complications have been reported as a result of this event. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.